Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 429 mg/dl at the time of the report. The customer stated that his blood glucose was high due to several blood infections, and the event did not seem to be related to the insulin pump. At the time of the report, the insulin pump alarmed no delivery. Troubleshooting was performed. The prime test passed. The customer uses silhouette infusion sets, model number mmt-378. Nothing further was reported.